Event description:
It was reported, that the patient presented in clinic arrhythmia. Device interrogation revealed, charge time out on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient condition was unknown.